Event description:
It was reported that an implantable neurostimulator (ins) was stimulating a patient in an unexpected place. Stimulation was felt in the lower ribs and front of the stomach. Several months ago the ins was reprogrammed to address the issue of stimulation in these locations. Stimulation was reduced in this area until it was barely felt, and the patient was comfortable. It was reported that the stimulation in the unexpected area reoccurred both "before and after a fall 3 weeks ago," and that it came back "a week to 10 days ago." There was an emergency room visit 5 days ago due to a bad sciatic flare. A follow up appointment with the hcp has been scheduled in 4 days. The patient's status was reported as "fair." Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).